Event description:
It was reported that the right atrial lead exhibited a significant variation in bipolar impedance. Atrial noise was observed and the noise could be reproduced with isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.